Event description:
During the review of the manufacturer&#38112;programming history database, it was observed that high lead impedance occurred on a lead diagnostic test on (B)(6) 1997. The device was subsequently programmed off on (B)(6) 1997. The patient later had lead replacement surgery on (B)(6) 1997. The explant hospital does not return explanted products back to the manufacturer for analysis per hospital policy. As a result, analysis is unable to be performed. Good faith attempts for additional, relevant information have been unsuccessful to date.